Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt stated that in 2006, he developed a bruise near his infusion site. He stated he later developed a hip infection. He was admitted to the hosp and he was taken off of his infusion device. He has since been using injection therapy. The tests from the hosp indicate that the pt had a bacterial infection that was degrading the bone in his hip. The pt stated that he does not believe the infusion device/infusion set contributed to his infection. He stated, he does not know what caused the bruise. At the time of the report, the pt stated he was not sure if he would be able to use his infusion device again per dr's instruction. No product will be returned for eval.